Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion sets and reservoirs worked for a couple of hours and then the insulin pump started to alarm no delivery when he tried to bolus. Since he did not know what the issue was, he changed everything. Customer's blood glucose level was around 300 mg/dl and 400 mg/dl. A complete set change resolved the issue. The device was not returned.